Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sep2019. The manufacturer's technical services (ts) confirmed the reported issue. The customer was advised to replace the power management, pcba and overlay. The customer replaced the defective power management, pcba to address the reported problem. The unit successfully passed the required performance verification test. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the device displayed error led alarm failure. There was no patient involvement.